Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 5.1, 4.7. Pt's therapeutic range: 2.5-3.5 inr. Pt took coumadin dose on the night prior to the inratio results.

Manufacturer narrative:
Investigation pending.